Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded that the device center. A review of device history indicates that on (B)(6) 2014 at 1502, line a was programmed in the dose calculation mode to deliver an unspecified medication 1000mg/100ml, weight (B)(6), with a dose of 44.8mcg/kg/min, at a rate of 25ml/hr, with a vtbi (volume to be infused) of 20ml, for a duration of 48 minutes, and the delivery was started. At 1518, line a was programmed in the dose calculation mode to deliver an unspecified medication 1000mg/100ml, weight (B)(6), with a loss of 161mcg/kg/min, at a rate of 90ml/hr, with a vtbi of 20ml, for a duration of 9 minutes, and the delivery was started. At 1527, line a alarmed n161 (line a vtbi complete), kvo keep vein open) 1ml/hr started. At 1528, line a was programmed in the dose calculation mode to deliver an unspecified medication 1000mg/100ml, weight (B)(6), with a dose of 61mcg/kg/min, at a rate of 90ml/hr, with a vtbi of 80ml, for a duration of 53 minutes, and the delivery was started. At 1537, line a was programmed in the dose calculation mode to deliver an unspecified medication 1000mg/100ml, weight (B)(6), with a dose of 161mcg/kg/min, at a rate of 90ml/hr, with a vtbi of 65.7ml for a duration of 44 minutes, and the delivery was started. At 1621, line a alarmed n161, kvo 1ml/hr started. At 1622, the alarm was silenced. At 1624, the alarm was silenced. At 1629, line a was programmed in the dose calculation mode to deliver an unspecified medication 1000mg/100ml, weight (B)(6), with a dose of 161mcg/kg/min, at a rate of 90ml/hr, with a vtbi of 10ml, for a duration of 6 minutes, and the delivery was started. At 1630, line a programming was cancelled and reprogrammed in dose calculation mode to deliver an unspecified medication 1000mg/100ml weight (B)(6), with a dose of 35.8mcg/kg/min, at a rate of 20ml/hr, with a vtbi of 8.6ml, for a duration of 25 minutes and the delivery was started. At 1635, line a of the device was stopped with a volume infused of 2296.2ml, and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 1320, the device was programmed to deliver propofol 1000mg/100ml, at a rate of 20ml/hr, with a vtbi (volume to be infused) of 90ml. At 1433, it was reported the nurse went to the pt's room because the device was alarming. At that time, the nurse noted the entire bottle of propofol had been delivered and the device was found programmed at a rate of 90ml/hr instead of the expected rate of 20ml/hr. It was reported the pt's heart rate was 81bpm with a blood pressure of 80/40. The pt was treated with a 500ml unspecified fluid bolus and the propofol and maidazolam deliveries were discontinued. The customer contact reported that the pt's vital signs established within minutes of discontinuing the sedation mediations and initiation of the fluid bolus. No additional info was provided.